Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the system would not perform cutting function. Two anterior vitrectomy packs were tried, but this did not solve the issue. The customer indicated the aspiration setting could have been set too high. The fluid in the system was refluxed. The case was completed without patient harm. Additional information was received from the clinical service manager indicating that the surgeon used the probe before testing was complete.

Manufacturer narrative:
The company representative tested the vitrectomy output and did not observe any nonconformity. The company representative provided a retraining on how to use the vitrectomy kit. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).